Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump had powered off and that the patient subsequently experienced blood glucose (bg) of 426mg/dl with vomiting. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. Reportedly, the power issue was not occurring in conjunction with a battery change, and no replace battery alarms were found in the pump histories. Troubleshooting determined that an unconfirmed alarm had drained the battery, leading to power loss. Customer technical support instructed the reporter to insert a new battery, and the pump powered on normally with no further issues. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed occurrence of power on reset and last basal delivery on the event date. The total daily delivery reflects the user¿s programmed basal rate. On investigation, the pump powered up with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump delivery accuracy was within required specifications. The bolus delivery exercises were completed and recorded correctly. The reported power issue was verified in the black box but not duplicated in the investigation.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.